Event description:
A (B)(6) pt's friend contacted zoll customer support to report that the pt's battery would start to charge on the charger but shortly after would display a flashing red battery icon with a line through it. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery would start to charge but then displayed a flashing red battery icon with a line through it) has been confirmed. As received, the battery would not charge on the charger. The cause of the inability to charge is a broken internal white wire. The broken internal white wire is a result of the battery connector not being glued into the case keyway. The root cause of why the connector was not glued cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.